Event description:
(B)(4) is the initial importer of the device which is a rollator. (B)(4) became aware of the incident by an attorney's letter. We do not expect to retrieve the rollator for evaluation. Patient acquired the rollator in (B)(6) 2017. The incident occured on (B)(6) 2018. The information in this report was obtained from the attorney's letter which cited information from the patient's medical record from ems. The patient had increasing falls and unsteadiness. The patient, while suffering acute back pain, was on his way to the doctor for an appointment for pain management. The device collapsed beneath him in a doorway when the wheel broke off the rollator. Since the patient lived alone he reportedly waited in the doorway tangled in the unit for 2 hours before ems arrived. The patient reported head trauma but no loss of consciousness. He was taken to the hospital where his condition deteriorated. The patient died on (B)(6) 2018. Patient died after aspirating and becoming septic.